Manufacturer narrative:
Customer called and cancelled the service call. Customer stated they repaired the system. No further information provided.

Event description:
It was reported that the 2500 system has intermittent "system error 4" message displayed. There was no report of patient injury.